Event description:
During patient's MRI [magnetic resonance imaging] scan patient was checked several times and reported no complaints. When the scan was finished, the patient stated their left arm felt "warm" and patient noticed a heating sensation during their last scan. The healthcare worker felt patient's distal humerus which felt warm and appeared red. Patient stated their arm was cooling off some now the scanning was completed. Healthcare worker notified the MFR, ge [general electric], immeidately to come and check machine. Patient left. Pt was now fine. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.